Event description:
It was reported that the device had an accuracy - high (volume, temp, pressure) issue and the door was found chipped during a preventive maintenance review. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported issue that the pump module experienced accuracy issues on the high side during a preventive maintenance review was confirmed. The customer reported issue that the pump module experienced accuracy issues on the high side during a preventive maintenance review was confirmed through testing. However, after calibration for rate accuracy was performed, the device was observed to be within specifications for rate accuracy. The customer also reported that the door was chipped, which was confirmed through inspection. Review of the pump module error and event logs show no errors or malfunctions relevant to the customer¿s complaint. Testing of the customer received pump module found the actual error rate to be higher than acceptable during rate accuracy testing. O after calibration during preventive maintenance, the device was observed to pass rate accuracy testing. Preventive maintenance was performed on the pump module and results indicate that the device was now operating correctly. Internal inspection observed no anomalies on any of the electrical or mechanical components. The door latch on the latch assembly that was observed to be broken off is considered an incidental issue; this investigation found no evidence that the reported accuracy issues were associated with the broken door latch. The proximate root cause of the customer report of the device experiencing accuracy issues on the high side was incomplete calibration. The root cause of the customer reported issue that the door was chipped could not be identified in this investigation but is believed to be attributed to improper handling of the pump module. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 09jun2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 13aug2020 and indicated that this device has been returned for the lvp spring recall on 18jul2008. On 28apr2008, notes indicate the unit was x-ray inspected only; the unit was not serviced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had an accuracy - high (volume, temp, pressure) issue and the door was found chipped during a preventive maintenance review. There was no patient involvement.